Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 05/06/2015 with the following findings: the pump was unable to maintain an electrical connection with the returned battery cap due to the cap detaching. A test battery cap was used for all testing. The battery cap threads were damaged. There was a battery compartment crack observed from the thread area to the case seal. There was evidence of partially discharged batteries being installed observed in black box. The pump's current draws were within specifications. No battery life issues were duplicated during investigation. Unrelated to the initial allegation, the display screen was dim and discolored. The keypad was torn at the up and down buttons. The contrast key was unresponsive and the up button was intermittently unresponsive. The contrast key contact was missing and the up key was misaligned. There was contamination on the up, down, and ok contacts. In the performance of the device.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump's battery life was shorter than expected. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.